Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A returned questionnaire was not received. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient experienced halos in the vision and was not happy. The lens was exchanged 10 months after initial implantation. Additional information was requested.